Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturing representative (rep) reported that the pocket incision was still not healed and was ¿open and infected.¿ the patient was on antibiotic and was due to have an ultrasound of the area today. A provider had discussed a possible explant but it had not been scheduled at this time. The patient was leaving the device on at this time.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer's representative that there was a post-operative issue. The patient reported the incision site at battery pocket was bleeding and "skin glue came off". The patient spoke with on call physician and was directed to local hospital and had stitches to incision. No diagnostics/troubleshooting were performed; pt reported after the fact. No actions taken. Patient status at the time of the reporting; alive no injury. Surgical intervention did not occur, nor was it planned. Additional information received from the health care provider noted that the patient's dermabond closure opened up. No diagnostics were performed. Steristrips were placed. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.